Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 23-jun-2023. Investigation summary: customer returned (5) 32ga 4mm pen needles loose without teardrop labels. It was reported by the consumer that no insulin flow when priming. All the retuned pen needles visually examined and observed that the npe cannula was bent for all five returned samples and two pen needles with bent pe. Since the npe cannula was bent, clog test could not be performed. Most likely the customer complaint needle clog occurred due to bent npe cannula. As the samples return were open, root cause cannot be determined. Embecta was able to confirm the issue as bent npe cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that while using 3 of the bd nano¿ pro ultra-fine¿ pen needles there was no insulin flow when priming. The following was provided by the initial reporter: verbatim: consumer reported no insulin flow when priming. Stated, 1 or 2 units is used for priming. 3 pen needles affected. Date of event: unknown.

Manufacturer narrative:
B3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using 3 of the bd nano¿ pro ultra-fine¿ pen needles there was no insulin flow when priming. The following was provided by the initial reporter: verbatim: consumer reported no insulin flow when priming, stated, 1 or 2 units is used for priming. 3 pen needles affected. Date of event: unknown.